Event description:
It was reported by pt's relative that the pt allegedly had a spinal surgery in 2006. Allegedly the incorrect implants were brought to the or and they proceeded with the surgery, with what was available. Allegedly there was an incident and 3 days later, patient was revised per the reporting party. It was further reported that the revision was necessary because the devices were not correctly positioned.